Event description:
Initial result for a pt bicarbonate was 43meq/l. When retested, the result was 23meq/l. The incorrect result was not used to guide pt therapy. The field service representative found the reagent lines contained air and repaired the instrument by purging the lines.